Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the profunda femoris artery. After placement of a 6f 45cm non-bsc guiding sheath, pre-dilation was performed using 4mm and 5mm balloon catheters. A 6.0x40x75cm express® ld iliac / biliary stent was advanced to treat the lesion. However, when trying to push the stent through the lesion, the stent came off the balloon. The stent was pushed back on the shaft and was retrieved without any issues. A 6x40x130 innova¿ stent was then advanced but failed to cross the lesion. A 6.0mmx18mmx90cm express sd stent was advanced but also failed to cross the lesion. Percutaneous transluminal angioplasty was done and the procedure was completed. No patient complications were reported and the patient's status was fine.